Event description:
The patient reported that the pump rebooted without user intervention. The battery cap was tightened to resistance and was less than six months old. The pump powered on properly after inserting a new battery. There was no visible structural damage to the battery compartment and there was no visible corrosion in the battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download verified evidence that the pump re-booted on (B)(4) 2012. The battery cap returned with the pump was able to fully tighten. The pump was exercised for 24 hours and the complaint of power loss could not be duplicated. The pump cover was removed to investigate and no evidence of moisture or damage to the battery flex was observed. Unrelated to the complaint, the display screen was blank when the pump was powered up. The display flex had failed. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.